Event description:
Below is a summary of recent safety events reported at our cancer centers. There have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. We have been in contact with bd but have not yet found a resolution to this issue. We are reporting to the FDA for awareness in case other facilities are also seeing this issue. Date ¿ internal reference number ¿ product ¿ lot/exp ¿ event description: (B)(6) 2024 - (B)(6) ¿ my8020/my8030 bd 20ml and 30ml texium syringe ¿ patient receiving doxorubicin IV push. When on the last 5 ml medication started dripping from the y site. Rn tightened syringe to y-site connecter in case it was loose, but it made it worse. (20 ml and 30 ml syringes) (B)(6) 2024 ¿ (B)(6)7 ¿ my8020 bd 20 ml texium syringe ¿ lot 24055856 / exp not available - while rn was pushing sq injection the connection between the chemo cap and needle (25g 5/8") was showing noticeable leaking (approximately 4 drops). Previously reported via medwatch. (B)(6) 2024 - (B)(6) ¿ my8020/my8030 bd 20ml and 30ml texium syringe - when administering adriamycin, two separate syringes began leaking medication at the texium bonding site resulting in 3-4ml of medication not administered to patient. Previously reported via medwatch. (B)(6) 2024 ¿ (B)(6) - 24010-0007t ¿ lot / exp not available - rn was pushing doxorubicin through free-flowing saline on primary chemo tubing. Leaking noticed between primary tubing texium and blue cap on patient line. (B)(6) 2024 ¿ (B)(6) - 24010-0007t ¿ lot / exp not available - during doxorubicin infusion, the y-site where the syringe is connected to the primary tubing was leaking when the medication was administered. 2 out of 3 syringes leaked at the y-site. May involve my8020/my8030 syringes. (B)(6) 2024 ¿ (B)(6) - 24010-0007t ¿ lot (10)24055598 / exp not available - texium tubing used to prime chemo flush bag was not functional. Two reports of same issue from this clinic. (B)(6) 2024 - (B)(6) - 24010-0007t ¿ lot / exp not available - patient was receiving adriamycin via ivp. When pushing the last 1-2 ml of the medication, there was leakage between the tubing and the texium cap site that should be glued/connected together. May involve my8020/my8030 syringes. (B)(6) 2024 - (B)(6) - 24010-0007t ¿ lot / exp not available - patient was receiving adriamycin via ivp. When pushing the last 1-2 ml of the medication, there was leakage between the tubing and the texium cap site that should be glued/connected together. May involve my8020/my8030 syringes. On10/8/2024 - (B)(6) - 24301-0007t ¿ lot (10)24075212 / exp 2027-07-26 - chamber broke off of the IV tubing and chemotherapy was rapidly spilling out of the IV bag. Reference reports mw5161111, mw5161112, mw5161113, mw5161114, mw5161115, mw5161116, mw5161117, mw5161118, mw5161119, mw5161120, mw5161121.